Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore unable to determine definitive cause of event.

Event description:
Pre-op diagnosis (revision surgery): l5 screw backed out levels involved: l3/4/5 procedure: transforaminal lumbar interbody fusion it was reported that on an an unknown date, post-op, the screw at l5 deviated. Hence, a revision surgery was performed for replacement of the screw using "ha" stick. After replacement of the l5 screw, the rod used in previous surgery was again used in this revision surgery and a new crosslink was placed in the patient's body.